Event description:
Synergy china registry it was reported that patient experienced unstable angina pectoris. In (B)(6) 2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery extending up to middle lad with 90% stenosis and was unknown mm long and unknown mm reference vessel diameter. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and ticagrelor. Medication was given to treat the event. Angiography revealed that the target lesion mid lad had 50%-60% stenosis, while the proximal left circumflex artery (lcx) exhibited 60% stenosis. Four days later, in (B)(6) 2024, the subject was discharged. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital .